Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing cardiac chambers emergency treatment, which was aborted, and it was completed by moving the patient to another room. There was no reported patient or user harm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system turned off and did not turn back on. Upon functional testing, the fse found that the room had a power failure that tripped the main breaker. The fse found that the wedge flipped the breaker. To resolve the reported issue, the fse reset the breakers in ups and mdu (mains power distribution unit). After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system turned off and did not turn back on. No harm was reported to philips. Philips has started an investigation of this complaint.